Manufacturer narrative:
((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned on 01/14/2013 and evaluated by product analysis (pa) on (B)(4) 2013, with the following findings: the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) on alleging his onetouch ultra2 meter was displaying inaccurately results compared to the same meter and compared to his feelings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue occurred "before christmas" (unknown year.) The patient alleged obtaining readings of '350 and 250mg/dl' on the same meter within 20 minutes of one another. Based on statistical methodology, the calculated difference of these readings exceeds the expected result of <=20% or <=20mg/dl obtained within 20 minutes of each other. The patient reported using a combination of medications including lantus and glipizide (unknown doses) to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications to manage his diabetes. The patient reported immediately after the alleged issue occurred, the patient developed symptoms of being "incoherent." The patient reported on (B)(6) 2013, at 11am, the patient was given something to eat or drink as treatment by a visiting home health nurse. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing and the patient was using an approved sample site to obtain the samples. The patient's test strips and test strips vial were found to be in good condition and the patient was using the correct testing process. The patient's test strips and test strips vial were in good condition. However, a control solution test was not run due to the patient not having control solution available at the time of the call. Replacement products were sent to the patient. The meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2013, with the following conclusions: the meter passed all testing with no faults found, the complaint was not confirmed.this complaint is being reported as an adverse event because the patient claims, due to the alleged issue, he developed symptoms suggestive of hypoglycemia and required treatment from a healthcare professional.